Manufacturer narrative:
During ge healthcare technician checkout, it was found that zeroing valve didn't work and leak in air line. Replaced the zeroing valve and o-ring to fix the reported issue. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that, during patient use, unit alerted blocked circulation. Ventilator tried to ventilate, but over pressure valve was open during every inspiration. Unit also fails relief valve test in pre-operation check. There was no reported patient injury.